Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the patient had the poor communication screen on their patient programmer. The patient used the antenna, confirmed it was secure, synced with the implantable neurostimulator (ins), and this did not resolve the issue. The patient also reported that she was having a terrible time trying to pee. She stated that the return of the bladder symptoms was gradual but then got way worse to the point where she almost had to stand up to get the pee out. The patient was to follow up with their healthcare professional to have the device checked. It was also noted that the patient was unable to turn on the patient programmer at first but this was resolved by replacing the batteries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.